Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan and had experienced a loss of consciousness and seizures. The customer further reported a reading of 25 mg/dl was obtained from an unspecified device and had contact with a healthcare professional who provided unspecified treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on the customer¿s report of ¿it's been two weeks kd can't remember anymore¿. All pertinent information available to abbott diabetes care has been submitted.